Event description:
Healthcare professional reported after injection in the "inferior cheek" with juvederm voluma xc, the patient experienced an "occlusion" in the left cheek, which initially presented as "bruising." There is now "some scarring." A cold compress was given to the patient as treatment.

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2014. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of occlusion, bruising and then scarring are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.